Event description:
Additional information received from healthcare provider via a company representative indicated that two sessions ago, the left side short circuit was not there and impedances were normal, so they used the bipolar setting and had normal therapy impedance and current. That was about one month ago. The patient came back last week and the short circuit had returned, the therapy impedance was very low with a current of 30ma. It was indicated there was some mobility of the battery in the pocket. They were wondering if possible for the connections to be intermittent.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0zwzy, product type: lead. Product ID 3389s-40, lot# v a0zwzy, product type: lead. (B)(4).

Event description:
A company representative (rep) reported that she was in surgery for lead placement with health care provider (hcp) on (B)(6) 2015. The patient was doing well most part post-surgery. They had better results so far with the left brain treating patient's right side. The patient's tremor was essentially nonexistent after programming. For the patient's right side, the patient had little lower thread holds but they were vague symptoms. The patient was anxious about the whole thing so that might had played a role. The patient had nausea and light headedness that seemed stimulation induced. It would go away pretty quickly with removal of stimulation. The patient had low impedance on bipolar on combination on each side. The impedance were taken on both right and left side read: left: c/0 803, c/1 801, c/2 1097, c/3 1250, 0/1 31 right: c/8 703, c/9 696, c/10 1034, c/11 1242, 8/9 35. It was indicated that out of range electrode was not being used in programming and there was no therapy problem. The patient's stimulation was turned on and patient was receiving better control on the left brain and right brain symptoms. Two weeks later, the representative further provided that the health care provider was going to program around the abnormalities and there was no known cause for the low impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.